Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During withdrawal, after the balloon was deflated, the tip of the catheter tore behind the distal balloon end and detached inside the patient. The detached piece was retrieved using forceps. The procedure was already completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of tip detached. Investigation code c070601 captures the reportable investigation result of balloon detached. Block h10: investigation result the returned hurricane rx dilatation balloon was analyzed and a visual examination found that the balloon was detached and a kink was found on the catheter next to the balloon. There was no damage found on the tip of the device. Microscopic evaluation of the device revealed that the balloon was detached and the catheter had irregular edges in the detachment area. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of tip detachment could not be confirmed as no damages were found to the tip of the returned device. However, it was found that the catheter was kinked next to the balloon and the balloon was detached. This physical damage is likely due to the manipulation of the catheter during the procedure. Forcing the device against significant resistance or interaction with the elevator of the scope could result in device damage or loss of functionality. It is likely that the kink in the catheter could have caused difficulties during the removal of the device, leading to the detachment of the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During withdrawal, after the balloon was deflated, the tip of the catheter tore behind the distal balloon end and detached inside the patient. The detached piece was retrieved using forceps. The procedure was already completed with the original device. There were no patient complications reported as a result of this event.